Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, smoker, peri-implantitis, inflammation. 4 implants placed that day, 2 failed. Same patient as (B)(6).